Manufacturer narrative:
This device is not available for return and evaluation because it remained implanted after a valve-in-valve procedure. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots can significantly impact the functionality of the valve resulting in heart failure or thromboembolism. The root cause for the thrombus could not be conclusively determined. It is possible that altered hemodynamics related to the extracorporeal membrane oxygenation (ECMO) used in this patient might have contributed to the development of the thrombotic material on the valve and the leaflet immobility. ECMO has been linked to the early thrombosis of bioprosthetic valves in the literature. Considering the patient¿s comorbidities and need to return to the operating room for mediastinal exploration, it is possible that patient related factors may have also contributed to the event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported, via the implant patient registry, that a valve-in-valve procedure had occurred. Through follow up with the health care provider, it was learned that the 25 mm pericardial mitral valve was disabled after approximately (11) days via a valve-in-valve procedure due to immobility of the leaflets caused by thrombosis of the pericardial mitral valve which developed while on extracorporeal membrane oxygenation (ECMO). Per obtained medical records, the patient presented with significant shortness of breath with activity. The morbidly obese patient displayed symptoms consistent with new york heart association class IV. Diagnostic work-up revealed severe native valve aortic stenosis and significant mitral valve stenosis. The patient underwent a very difficult aortic valve and mitral valve replacement surgery. His postoperative course was complicated by profound diastolic heart failure resulting in massive pulmonary edema and low cardiac index necessitating placement on veno-arterial (va) ECMO support. Post-operatively, the patient displayed evidence of end organ dysfunction with elevated lft's and worsening renal function. He also returned to the operating room for mediastinal exploration. The operative findings were not provided. The patient appeared to be improving somewhat; however, upon attempted ECMO wean with transesophageal echocardiogram (tee) guidance, the patient was found to have evidence of immobility of the leaflets of the mitral prosthesis. An attempt was made to perform balloon valvuloplasty in the cath lab with the hope of being able to restore the function of the valve without resorting to full cardiac surgery. However, tee performed in the cath lab demonstrated a significant amount of clot lining the walls of the left atrium, precluding a percutaneous approach. The patient was brought to the operating room for exploration and clot removal. In the operating room it was apparent that the previously placed bioprosthetic mitral valve could not be fully declotted and returned to full function and re-replacement was thought to be too risky. Surgeons were asked to consider placement of a transcatheter valve in valve in an open fashion. A 26mm transcatheter valve was implanted in the mitral position. Upon completion, the 26mm transcatheter valve appeared to be very well positioned both visually and by tee. Tee demonstrated very mild insufficiency. Devices remained implanted.